Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph of a powerpicc solo catheter was returned for evaluation. An initial visual observation of the photograph showed a powerpicc solo catheter inserted in a patient¿s arm. A stream of water was observed to be flowing out of the catheter tubing slightly proximal to the 7 cm depth marker. Due to the quality of the photograph, no details of the damage could be discerned, and there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that patient received a solo catheter placement on (B)(6). On (B)(6) leakage occurred during IV infusion. After treatment at the PICC clinic, internal catheter leakage was identified. Upon catheter withdrawal, a tear was discovered at the 7-8 cm mark. The patient's treatment was incomplete, and intravenous access via PICC was not feasible. The catheter was removed on the same day.